Event description:
Mxpr notes that the competitor lead is expected to be explanted on (B)(6) 2022. No further information was provided. Follow-up communication was sent for clarification. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).